Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit's gearbox rotates in reverse.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the gearbox/rotor rotates in reverse. The unit was triaged and the reported issue was confirmed. The reported issue is caused by a worn clutch which allows the user to manually turn the rotor in reverse. Even with some wear on the clutch it will continue to engage the shaft so that reverse rotation during operation is prevented. Enhancements have been implemented to prevent the reported condition from recurring. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Post market trending is in place to monitor for further occurrences. If information is provided in the future, a supplemental report will be issued.